Event description:
The initial reporter alleged a false reactive result for a patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e 411 disk cu analyzer. The initial result was 90.4 coi (reactive), with a cut-off index of 1.0. The same sample was tested using the mini vidas hiv assay, which generated a result of 0.08 coi (non-reactive). No confirmatory testing, such as polymerase chain reaction (pcr) or western blot, was performed. The customer reported that the initial reactive result was obtained after three separate measurements using the hiv combi pt assay, with results of 82.4 coi, 84.4 coi, and 92.37 coi, respectively.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. In-house testing of the patient sample using the elecsys hiv combi pt assay yielded a reactive result of 126 coi, consistent with the customer's findings. Additional in-house single antigen/single antibody analysis indicated reactivity with only one hiv-specific antigen, which is indicative of a false reactive result. The specificity of the elecsys hiv combi pt assay is less than 100%, and single false reactive results may occur. The root cause was attributed to a sample-specific discrepancy. No further confirmatory testing, such as pcr or western blot, was performed. The device remains in operation at the customer site.